Event description:
It was reported there was an elective replacement indicator (eri) message. It was noted that a longevity calculation could not be completed due to reporter observing ¿---¿ for group impedance. It was noted that the patient had saw the eri message several days ago on the patient programmer. It was noted that impedances were greater than 10,000 ohms when run at 0.3 volts. It was further noted that when impedances were tested at 3.0 volts all impedances were in range, except for 0 through 6 which were high. It was noted that when electrode 6 was used as a reference, all combinations were high. It was noted that the patient reported no stimulation sensation when the stimulation was turned on. It was further noted that the patient started feeling pain come back two days ago. It was noted that the patient did not have any falls or trauma. It was reported that the implantable neurostimulator (ins) displayed eri after one month. It was reported that impedances were normal. It was noted that too many electrodes were on and there were too many programs as well as high amp usage 24/7. It was noted that the ins was to be replaced with a rechargeable. It was noted that the ins was replaced with a rechargeable device.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).